Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus keymed there was the possibility that the reported phenomenon was attributed to the following occurrence mechanism because the user facility used clh-sc (light sources) in combination with the subject device (cv-170). Cv-170 cannot be used in combination with clh-sc. When the light guide connector of endoscope is connected to clh-sc and the video connector of endoscope is connected to cv-170, the brightness adjustment is not performed. If the distal end of endoscope is brought closer to the subject, the reported phenomenon will occur.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a therapeutic procedure, the endoscopic image was intermittent. The procedure was completed. There was no report of patient injury associated with this event.